Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years and ten months of post-deployment, a computed tomography (CT) abdomen and pelvis without intravenous nor oral contrast showed that the superior extent of inferior vena cava filter was at superior l3 vertebral body and inferior extent at mid-l4 vertebral body. A total of 6 prongs had perforated the inferior vena cava. Maximum distance prongs perforated was 2.38 mm. Coronal images showed 2.60 degrees tilt left-to-right and sagittal images showed 1.85 degree tilt anterior-to-posterior. Around, four months and twelve days later, the patient presented with abdominal pain. On the same day, a computed tomography angiography (cta) abdomen without and with intravenous contrast showed that an inferior vena cava filter was in place. Multiple tines extended beyond the lumen of the inferior vena cava and were probably epithelialized. Around, one month and three days later, an attempt was made to retrieve the filter from the patient¿s body. Through the right internal jugular vein access, a 7 french sheath was introduced and traversed a 0.035 wire down to the level of the inferior vena cava filter. At this point, the physician inserted over the wire the vena cava filter retrieval sheath, looped the vena cava filter and then withdrew the filter into the sheath. The filter was then brought out to the back table and the physician examined the filter and found it to be completely intact. A completion venogram showed that the vena cava was patent, no evidence of obstruction nor bleeding. The patient tolerated the procedure well and there were no complications. On the next day, the surgical pathology report gross description stated, ¿received in a formalin-filled container labeled with patient details and "explanted inferior vena cava filter," was a cone-shaped medical device (5.2 cm in length x 0.3 to 3.3 cm in diameter) which appeared to be made from a shiny metallic material. At one end of the medical device, there was a snare hook in which 12 appendages extend from, with 6 had anchors/prongs. Grossly, the device appeared to be intact. Towards the snared hook, there was minimal adhered tan to red soft tissue (0.6 x 0.6 x 0.5 cm). The specimen was not submitted for histological evaluation. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical states that" coronal images showed 2.60 degrees tilt left-to-right and sagittal images showed 1.85 degree tilt anterior-to-posterior".based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: (expiry date: 06/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.